Event description:
Patient to surgery on (B)(6) 2019 for bilateral total mastectomies with excisional biopsy of right axillary mode; bilateral breast reconstruction. Patient with history of breast enhancement surgery in 2009; location unknown. Per surgery notes, both implants were ruptured and were identified as being allergan, size 457.